Manufacturer narrative:
H10: a philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and confirmed the reported issue. The be reported the v60 touch screen would not respond on portions of the touch screen. Customer completed touchscreen calibration. The be confirmed no damage or residue on the touch screen. The calibration appears to work for a short period of time and then drifts. The rse advised touch screen replacement as the necessary correction. The customer be confirmed a touch screen replacement resolved the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Biomed is reporting the v60 touchscreen is not responding on portions of the touchscreen. Customer has completed touchscreen calibration. The calibration appears to work for a short period of time and then drifts. Not in clinical use at the time of discovery. No reports of patient or user harm/injury. Investigation is ongoing.